Manufacturer narrative:
An analysis was performed. The results are as follows: the two spectra cylinders were visually inspected and functionally tested. Both passed functional testing. One cylinder performed within specifications. The other cylinder had a hole in the outer tube that was the result of a sharp instrument that exposed inner segments. This cylinder was functional.

Event description:
Additional information reported revealed that the device was removed. No patient complications reported in relation to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's spectra penile prosthesis was fractured. No patient complications reported in relation to this event.